Event description:
Event description guidant received information that, one month post-implant, this right ventricular (rv) defibrillation lead demonstrated loss of capture. Abnormal daily measurements were also noted, as well as a ventricular threshold measurement of >7.5v. It was reported that the patient's physician confirmed that the lead had dislodged (via a chest x-ray) and elected to explant/replace the lead.